Manufacturer narrative:
It was reported that "the balloon is bursting after about 24 hours of use. Due to this the device was removed and replaced. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Foley balloon rupturing.